Event description:
Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture, breast swelling, and pain. Ultrasound has been performed. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as surgical damage. Pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Additional observations: red particles observed on the device.

Event description:
Healthcare professional reported implant rupture, breast swelling, and pain. Ultrasound has been performed. Device was explanted and replaced with a non-allergan device. This relates to the left side.